Event description:
It was reported that the device had power on reset (por) three times, each time after telephone transmission magnet application. It also had a por in the office when interrogated with a carelink programmer. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had power on reset (por) three times, each time after telephone transmission magnet application. It also had a por in the office when interrogated with a carelink programmer. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was explanted in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. Evaluation summary: pin normal battery depletion. It was reported that the device had power on reset (por) three times, each time after telephone transmission magnet application. It also had a por in the office when interrogated with a carelink programmer. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated elective replacement.